Event description:
The customer reported that while the iabp was in use on a pt, the iabp generated an "iab optical sensor failure" alarm. The customer rebooted the iabp and attempted to restart therapy. However, the iabp generated the same alarm again and eventually generated an "internal communication failure" alarm. The pt was switched to another iabp and therapy was continued. No pt injury was reported.

Manufacturer narrative:
The device history record for the iabp involved in the event was reviewed. There are no nonconformances in the device history record associated with the reported event. An evaluation of the iabp was performed. Based upon a review of the system fault logs, there was a loss of communication from the system to the monitor head at the time of the event. Although the reported problem could not be duplicated, it is possible that the connection at the end of the coiled cable was not firmly seated into the console. It was confirmed that the connections were fully seated at the time of the service repair. The system was tested to factory specifications and returned to the customer. (B)(4).